Event description:
At conclusion of surgical case, surgeon removed equator warming blanket and a reddened area on left bicep was present. Upon assessing patient after transfer to pacu, the reddened area was decreased in size but still persisted and remained red in color. No complaint of discomfort from patient.